Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted in patient¿s left eye was removed intraoperatively due to haptic damage during delivery. Incision was enlarged to remove the lens; however, suture was not required at completion of case. A backup lens was implanted with no issues. Additional information has been requested but has not been received.

Manufacturer narrative:
The device was not returned; therefore, a product evaluation could not be performed. The device lot number is unknown; therefore, a device history record (DHR) could not be performed. Based on the information available, the root cause of the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques and/or procedural factors, such as lens and cartridge interaction, might have contributed to the event.